Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was fully retracted and the stent was fully deployed. No issue was noted with the profile of the deployed stent or the delivery device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent was used during a percutaneous biliary stent placement procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a 2.5 cm stricture due to a malignancy. The patient anatomy was not tortuous. During the procedure, the physician placed a guidewire through the cbd crossing the papilla. An introducer catheter was advanced over the wire and into position. The stent was advanced over the guidewire and deployed transpapillary. However, when the delivery catheter was removed it felt like the tip got caught in the stent. The physician noted it was likely that when the delivery catheter tip got caught, &#59407;f the stent was pulled inside the introducer catheter so that 1/4 of the stent was sticking out of the distal end when the introducer catheter was removed. The stent was removed from the patient while in the introducer catheter and no additional medical intervention was required. The procedure was completed with another wallflex biliary transhepatic stent. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent was used during a percutaneous biliary stent placement procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a 2.5 cm stricture due to a malignancy. The patient anatomy was not tortuous. During the procedure, the physician placed a guidewire through the cbd crossing the papilla. An introducer catheter was advanced over the wire and into position. The stent was advanced over the guidewire and deployed transpapillary. However, when the delivery catheter was removed it felt like the tip got caught in the stent. The physician noted it was likely that when the delivery catheter tip got caught, ¾ of the stent was pulled inside the introducer catheter so that 1/4 of the stent was sticking out of the distal end when the introducer catheter was removed. The stent was removed from the patient while in the introducer catheter and no additional medical intervention was required. The procedure was completed with another wallflex biliary transhepatic stent. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported issue of catheter difficult to remove. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.